Manufacturer narrative:
The devices were evaluated and the reported event was confirmed. The investigation revealed component failure as well as prematurely hardened cement due to excessive time lapse between monomer pour and mix.

Event description:
It was reported that during a vertebroplasty procedure two 10 gauge 5" (12.7cm) pcd precision system kits did not produce enough cement. It was also reported that the cement could not be extracted from the syringes. As a result, the procedure had to be canceled and rescheduled. It was reported that the patient had already received local anesthesia in the spine prior to the procedure being canceled. The new procedure was performed one week later. It was reported by the user facility that "the patient was in pain all that time."

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a vertebroplasty procedure two 10 gauge 5" (12.7cm) pcd precision system kits did not produce enough cement. It was also reported that the cement could not be extracted from the syringes. As a result, the procedure had to be canceled and rescheduled. It was reported that the patient had already received local anesthesia in the spine prior to the procedure being canceled. The new procedure was performed one week later. It was reported by the user facility that "the patient was in pain all that time".